Manufacturer narrative:
It was reported that the device spontaneously delivered an insulin bolus dose that was not requested. Medical intervention or treatment was not required, no patient symptoms were reported. Multiple attempts have been made to obtain additional information unsuccessfully. The physical device has not been returned, and the device logs/history were not provided for review. If the device/additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) delivered a spontaneous bolus that the user did not confirm.